Manufacturer narrative:
Physicians decided to not perform a lead revision. Vf counter was increased at 30 of 40. Physicians excluded the event could be related to the ablation performed in (B)(6) 2019.

Manufacturer narrative:
Physicians decided to not perform a lead revision. Vf counter was increased at 30 of 40. Physicians excluded the event could be related to the ablation performed in (B)(6) 2019. Update 26-feb-2020 - the ablation procedure mentioned by the patient took place in (b)(^) 2019. The first noise event took place reportedly on (B)(6) 2020. The ICD was deactivated to avoid inappropriate shocks and a revision was decided. The event date has been updated to (B)(6) 2020 to reflect the first reported noise. Update 18-dec-2020 - this device was explanted on (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available iegm recordings artefacts and oversensing were visible in the rv channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Physicians decided to not perform a lead revision. Vf counter was increased at 30 of 40. Physicians excluded the event could be related to the ablation performed in (B)(6) 2019. Update (B)(6) 2020 - the ablation procedure mentioned by the patient took place in (B)(6) 2019. The first noise event took place reportedly on (B)(6) 2020. The ICD was deactivated to avoid inappropriate shocks and a revision was decided. The event date has been updated to (B)(6) 2020 to reflect the first reported noise. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available iegm recordings artefacts and oversensing were visible in the rv channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 19 months, oversensing on the ventricular channel was reported. The patient mentioned that an ablation procedure was carried out 4 weeks prior to the event. The first noise event was seen one day after the ablation. The ICD was deactivated to avoid inappropriate shocks and a revision was programmed.

Manufacturer narrative:
Physicians decided to not perform a lead revision. Vf counter was increased at 30 of 40. Physicians excluded the event could be related to the ablation performed in (B)(6) 2019. Update 26-feb-2020 - the ablation procedure mentioned by the patient took place in (B)(6) 2019. The first noise event took place reportedly on (B)(6) 2020. The ICD was deactivated to avoid inappropriate shocks and a revision was decided. The event date has been updated to (B)(6) 2020 to reflect the first reported noise.